Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that un it cannot pass quality control (qc). Use of instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the customer stated that the cartridge set they were using could have been affected by a deep freeze during shipment. Medtronic sales representative agreed to send them a new set of gold cartridges. In reply, the customer stated that the new cartridge set worked fine and confirmed that the issue with the hms instrument was actually due to a cartridge problem. Therefore, the service request was canceled. No further action is required. Additional information received shows that as the reported issue was related to the cartridges rather than the instrument, there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.